Event description:
It was observed that during the device evaluation, the subject flex video scope exhibited a torn a-rubber with exposed metal of the bending section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the a rubber torn exposing metal of the bending section malfunction: damaged insulation at the distal end may be due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.